Event description:
It was reported that the large white artifact is present on skyplate images due to the skyplate detector was dropped. Fse performed gain and pixel calibration, but calibration failed. After a new detector replacement, device was returned to normal use. There's no patient or user harm reported.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. It was reported that the large white artifact is present on skyplate images due to the skyplate detector was dropped. No injury reported. Philips field service engineer investigated on site and checked the detector and tried several times to calibrate with no success. It was determined that the affected portable detector needs to be replaced. A new detector was sent to the site and the engineer installed the new detector the system meets the specification for the performed service and is returned to use. This issue is further monitored and trended. Correction: section g contact office name - changed from (B)(6). Date received by manufacturer has been updated to (B)(6) 2024.